Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('abdominal area is super bloated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal distension had resolved and the weight increased had not resolved. The reporter considered abdominal distension and weight increased to be related to essure. The reporter commented: she hasn't lost any weight. She was on 7 weeks post op. The bloating was gone but she wishes the weight would have come off. The following information was received from social media: bloating and weight gain quality-safety evaluation of ptc: unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc. On 20-mar-2020: no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('abdominal area is super bloated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal distension had resolved and the weight increased had not resolved. The reporter considered abdominal distension and weight increased to be related to essure. The reporter commented: she hasn't lost any weight. She was on 7 weeks post op. The bloating was gone but she wishes the weight would have come off. The following information was received from social media: bloating and weight gain quality-safety evaluation of ptc: unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure was removed; bloating outcome updated to recovered; new event weight gain added. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.